Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller was told that the patient's previous battery 'depleted abnormally quickly' because he was on high settings.